Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6) female pt had a skin irritation with oozing blood from under the life vest irritating the skin under her breast. It is unk whether the pt required med intervention. The pt continued to wear the life vest. The clinical outcome of the skin irritation is unk.